Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date, UDI, is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant.

Event description:
It was reported that on (B)(6) 2020 during and ablation procedure, doctor struggled to dilate the patient's cervix and ended up creating a false passage, which was seen when inserting a hysteroscope. Doctor put the scope in and the deficit was steadily rising. Minimal leaking out of the cervix using omnilok. Used myosure reach to get a directed global sample with no issue. The doctor then did a blind curettage and used polyp forceps blindly to grab and remove tissue. Doctor proceeded with the ablation and had trouble inserting and opening/seating the array to a width greater than 2.5cm. In between attempts where doctor completely removed the device, the doctor inserted polyp forceps blindly. After the 4th seating attempt, with seating manipulation the width opened to 2.5cm, in which doctor then asked to proceed with the ablation. During these attempts doctor was advised it was contraindicated to ablate a cavity less than 2.5cm and that it may be in the false passage. The cavity assessment passed and proceeded with the ablation. Total ablation time was 32 seconds. Fluid deficit 2200ml. No injuries to patient reported and no additional information available.